Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to issues with the console. A continuous baseline flow icon was visible on the screen and did not resolve with coaxial umbilical and catheter replacement. Technical support was contacted and a field service visit was recommended. The case was aborted. The patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console (B)(4) failed the inspection due to a defective check valve (cv3) and pt6 valve as well as unadjusted flow meter and low pressure regulator.

Manufacturer narrative:
Product event summary: the data files, check valve 12002-296/108909001 (cv3 valve) and the pt6 pressure transducer 12002-294/030101110008 were returned and analyzed. Data file analysis did not show any system notices. Visual inspection showed that the check valve (cv3) was intact with no apparent issues; when the cv# was assembled to cryo console, performance tests demonstrated no high baseline icon animation was displayed following thawing mode or on ready mode. Further optical investigation revealed presence of grease on the top surface of the cv3 body, the bottom of the bonnet and on the poppet. Visual inspection of the pressure transducer showed that the transducer was intact with no apparent issues; assembly to the cryo console, demonstrated failure of the mechanical performance test due to a drift of the reading of pt6. The transducer also failed the performance test due to erroneous reading. In conclusion, the reported issue (high baseline flow) has not been confirmed through testing nor data analysis. The check valve 12002-296/108909001 failed the inspection due to presence of lubricant. The pt6 pressure transducer 12002-294/030101110008 failed the mechanical performance test due to erroneous reading. The replacement the pt6 and cv3 and low pressure regulator adjustment on console (B)(4) resolved the issue. (B)(4).